Manufacturer narrative:
The complaint lot number was not provided; therefore, a review of the batch record was not performed. The catheter was returned and a leak was confirmed. However, no introducer was returned with the product. Because the introducer was not returned, it cannot be definitively confirmed that it broke improperly or that it contributed to the catheter leakage. Other factors that may contribute to the development of catheter leakage include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Placing/dressing catheter without leaving a slight bend near the insertion site that acts as a strain relief. A scar has been sent to the supplier of the introducer, pn 384021 to notify them of this occurrence. Their response will be documented when received.

Event description:
The bd #(B)(4) non-safety introducer sheath did not completely peel away and a portion of the sheath was left encircling the indwelling PICC in the patient. The PICC was dressed with the portion of the #(B)(4) sheath dilator. Over a period of time the PICC began to leak where the piece of the #(B)(4) sheath dilator was over the PICC under the dressing. Piv placed after PICC d/c'ed.